Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, the device diagnosed supraventricular tachycardia as ventricular tachycardia. The session record will be sent for analysis. No further information is available.